Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to express concern about his fractured lead leaking and possibly damaging the other lead. The patient also reported a mild heart attack. A follow up with the patient's physician revealed that the right ventricular (rv) lead had fractured with high superior vena cava (svc) coil lead impedance. The physician stated that the mild heart attack was just chest pain that was not associated with any product malfunction. The lead was capped and a new lead was implanted successfully. No further patient complications have been reported as a result of this event.